Event description:
I had the essure put in about three yrs ago. I've experienced severe bloating in the abdominal area and severe lower back pain. Pcp has evaluated lower back, but can find no reason for pain. Difficulty lifting legs to put on pants and night time pain while in bed to the point of excruciating pain when trying to turn. Stents for tubes.